Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: investigation revealed a cracked battery compartment on the side from the threads to the cover. Unrelated to the complaint, the time and date default to factory settings was unable to be verified in the black box (bb). The bb revealed that the pump was running on year 2022. A power on reset occurred on (B)(6) 2022 00:35. The pump was powered back on, the date/time was set to (B)(6) 2016 09:42 and deliveries resumed. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours; the battery was reinserted after 6 hours without power and the time and date reset to default setting. The pump cover was removed; evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment on the side from the threads to the cover. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2016.